Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that allergic reaction occurred. A 7.0x40,75cm mustang¿ balloon catheter was advanced to dilate the target lesion. During the procedure, contrast media was used and patient had a cough. After the procedure, patient had itching. Steroid was administered for treatment. No further complications were reported.